Event description:
It was reported by remote transmission, the atrial and ventricular leads showed noise on the stored electrograms. Both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.